Event description:
Synergy china registry. It was reported that angina occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the middle right coronary artery (rca) extending up to distal rca with 95% stenosis and was 70 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation followed by the placement of a 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, 270 days post index procedure, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. The next day, the subject was also diagnosed with impaired glucose tolerance. No action was taken to treat the event. Four days after, the subject was discharged on aspirin and clopidogrel. Both the events were considered to be recovering/resolving.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).